Event description:
The device involved in this MDR report was explanted and returned 3 years and 9 months after implant due to successive standby switches in less than 6 months.

Manufacturer narrative:
June 13, 2006. This event concerns a device that was manufactured and used outside the united states. The analysis of this device is pending.